Event description:
Early 60¿s female with history of diabetes, hypertension and acute chest pain. Procedure: cardiac cath, percutaneous intervention, stent placement and balloon angioplasty. While doing the procedure, the balloon would not inflate. Device removed and another one used without difficulty. No known harm to patient. Manufacturer response for system, balloon, intra-aortic and control, arrow (per site reporter): will obtain.